Event description:
It was reported that during routine check by customer, the cs300 intra-aortic balloon pump (iabp) had distorted screen, screen with interference. No harm is reported. There was no patient involvement.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.